Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm. Customer's blood glucose value was 94 mg/dl. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will be returned device for analysis.

Manufacturer narrative:
The insulin pump was received with no pump error 130 alarm during testing. The device passed the displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test and occlusion test. The device was received with a severely corroded electronic assembly, corroded force sensor assembly and moisture damage on the motor assembly.